Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date ((B)(4) 2011, exact date unknown). The device was not returned and may have aided in determining a cause for the experienced event. A device can be difficult to remove due to a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this instance, based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device could not be removed from the anatomy. The access ports and safety release button were used as per instructions for use and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.